Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the generator was still in use. It was unknown if the patient had recovered from the 3rd degree burns and probably a plastic surgery had been performed. It was unknown if there was any permanent damage to the patient as a result of the 3rd degree burns. It was unknown how the patient was doing at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that there was an extensive burn with a circular shape about 9 cm in width with a 3rd degree burn on the calf. It was noted that in the future there was would be a skin transplantation that was scheduled. It was noted there was no delay in the procedure. It was noted the product was not damaged and the procedure was completed as usual. The treatment for the burn was scheduled in the future. It was noted the patient was alive with injury at the time of the report. It was noted that during the procedure, the product fell into the patient¿s lower leg and the switch was pressed with the patient¿s weight to energize. It was noted noticed by the operation sound, but when the product was lifted the affect skin had already been burned. The hcp noted it was supposed that the issue would not occur if the product had a locking mechanism. It was noted that as a future improved measure, it was asked to increase the operating volume on the main body side and return the product to the pocket, basically firmly.